Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited and increase in pacing threshold measurements at 6.0v at 0.4 milliseconds and low intrinsic r-wave sensing of 3.2 millivolts. There was zero percent pacing at vvi 40. Fluoroscopy confirmed the lead had dislodged as a result of twiddler's syndrome. The lead was explanted and a new rv lead was successfully implanted.